Event description:
It was reported that using a radial artery access approach during a procedure of the eccentric, heavily calcified, mildly tortuous, 90% stenosed, mid left anterior descending (lad) artery the 3.0 x 12 mm tenku balloon dilatation catheter (bdc) was inflated once at 12 atmosphere (atm) for 30 seconds, and a second time at 14 atm for 20 seconds when the balloon ruptured. There was no reported adverse patient effect. The procedure was discontinued as the vessel was dilated satisfactorily. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.